Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults. A specific cause for the driveline communication faults could not conclusively be determined through this evaluation. The submitted controller event log files captured four com b faults on 17jun2022 that resulted in driveline communication faults until 18:49:21. Later on 17jun2022 at 20:36:12, com a and b faults became active, resulting in driveline communication faults until 20:45:47. There were no other abnormal events captured ¿ the remainder of the log file captured routine power cable disconnects and pi events. The pump operated at the set speed for the duration of the captured data. The submitted x-ray images of the internal and external portions of the driveline were unremarkable. No obvious areas of concern were identified. The account reported that the patient was experiencing a communication fault, and the customer was advised to clear the comm fault via the system monitor. The customer reported that both alarms had resolved, and the patient will be monitored. A day later, the communication fault returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(4). No product is available for investigation. The heartmate 3 lvas patient handbook lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. This handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This handbook and the heartmate 3 lvas IFU explain all system alarms, including the driveline communication fault, and the recommended actions associated with them. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for mlp-002133 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a communication fault on (B)(6) 2022. The communication fault was cleared via the system monitor. The alarm resolved until another driveline communication fault occurred on (B)(6) 2022. No further information was provided.